Event description:
Additional information was received from the patient and it was reported that the patient was able to meet with their healthcare provider (hcp) on (B)(6) 2017. The patient reported that when the hcp looked at the neurostimulator (ins) site it was a little red so hcp gave her a cream called diclofenac sodium gel. The patient reported that she had been using the cream and it had helped immensely. The patient reported that she was not in pain and no burning. The patient reported that she did not know the cause or circumstances that led to the pain and burning.

Event description:
Additional information was received from the patient and it was reported that the patient had an injection of novocain then afterwards an over the counter cream used for hemorrhoids. The patient reported that most of the pain and burning had been resolved but was never told any of this. The patient reported that when she called her doctor but he never called back so the patient went to her family doctor and they gave her a narcotic for the pain. The patient reported that she would still like to be educated on different programs of stimulator and what is the best one and how to tell this.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had extreme pain where the device was where they needed pain medication in the first 30 days. It was indicated that they had bad pain and could not sit without burning. The patient was implanted for urinary control gastrointestinal/pelvic floor. Additional information was received from the patient and it was reported that they saw their healthcare provider (hcp) and was prescribed a topical cream and her primary care physician (pcp) gave her vicodin. The patient reported that the vicodin helped but oral cream had made the pain more tolerable so she could function. The patient reported that she had a follow up on (B)(6) 2017. The patient reported that she saw him once already and he was upset with her. The patient reported that he told her that maybe he hit a nerve and that if so it would take time for it to stop hurting her. The patient reported that he prescribed a rectal cream with lidocaine to put on the site. The patient also reported excruciating pain in the back and leg. The patient reported that putting ice on the area made it burn. The patient reported that critical care (urgent care) told her it was not infected but it was possible he hit a nerve or something was sitting on a nerve. The patient reported that she had been unable to leave her house because of the pain. Additional information was received from the patient and it was reported that the patient had an appointment on (B)(6) 2016 and have an injection of lidocaine, didn¿t last long and ice to apply for pain. The patient reported that she noticed the pain and burning on (B)(6) 2016 but her doctor didn¿t call back on weekends. The patient reported that the pain and burning wasn¿t resolved but a lot less with cream. The patient reported that she got a urinary tract infection (uti). The patient reported that she did not feel a pulse. The patient reported that a new nurse told her not to change setting until they see the doctor on (B)(6) 2017 or programs. The patient reported that she needed to know what to do when going through security machine in the store ¿ programs available to help with security machines.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that after implant the doctor gave her medication for her symptoms so it was hard to determine if the symptoms were being helped. The patient reported that ¿no one ever told me what the different programs meant or what to do.¿ the patient reported that ¿the wire that was in me was vibrating on program 3 so I put it back to program 2 where it was but I don¿t feel like it was doing anything.¿